Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported system's measurements were ten to twenty microns thinner than pentacam result during planning for the unknown eye in relation with refractive surgery. There was patient contact reported but no impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. During an on-site visit by the local field service engineer the event could neither be confirmed nor replicated. Device meets specification per service installation record. According to local subject matter expert the measured values are within tolerance. In addition, a test-measurement is performed every day to ensure the measured values. There is no indication of a device malfunction. No complaint-related product is expected to return for investigation. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).